Event description:
The customer reported that the device failed to hold a charge. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.